Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: five pictures were returned showing fluid inside a closed 250 ml cassette. Received one (1) used medication cassette. As received the cassette was observed to be closed. No damage or anomalies were observed. To replicate clinical use the cassette was filled with 250 ml of water using an ICU medical provided syringe. A leak was observed on the inside of the cassette; however, it was not clear where the leak was coming from. The cassette was opened and the inner bag was inspected. A leak was observed from a tear at the edge of the internal bag. The complaint of leakage can be confirmed. The probable cause is due to unintentional damage to the bag when closing side panel. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the customer observed a leak of blincyto drug an hour after the start of supply at the hospital. The cartridge was prepared 45 minutes before the start of the infusion. Due to a leak in the cassette, the patient had to return to the hospital. The patient did not receive the drug administered in a continuous infusion for about 3 hours. There was patient involvement and no adverse harm reported.